Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15531. It was reported the pt is experiencing inadequate stimulation since loosing consciousness in a blood pressure episode and falling. The fall caused light bruising along the top of the pt's ipg along with pain. The pt indicates this pain is different from the pain she usually experiences at the ipg site (ref MFR report: 1627487-2012-10351). The pt indicated the pain is worse while stimulation is on. Pt also indicates she has not been using the stimulation. The sjm rep met with the pt and diagnostics indicated invalid impedances on several contacts. Surgical intervention was undertaken and the physician explanted and replaced the lead; however, the ipg remains implanted. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.